Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away from complications of diabetes. It was stated that the customer was wearing the insulin pump at the time of death. Attempts to contact the medical doctor were made to get more information about the death, but the medical doctor could not be reached. Attempts to contact the widow were also unsuccessful in returning the insulin pump for analysis.